Manufacturer narrative:
(B)(4). The product associated with this report will not be returned to allergan. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis if it becomes available. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Erosions and infections are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period of yrs after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."

Event description:
Health professional reported explantation of a lap-band due to alleged erosion and infection. The events were reported as: "lap band became non-functional and completely eroded into stomach. Pt had purulent fluid draining from port site." Per the reporter, the device is not available for product return to allergan.